Event description:
Rotaflow centrifugal pump system (rfc 20-970) was being used for mitral valve case. The rotaflow lcd displayed "error" and the pump stopped, and the audible alarm sounded. The pump was hand cranked for 4-5 minutes. A back up rotaflow was put into place. The case was completed with no impact to the patient.